Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 702-04-58f, tridentii tritanium cluster58f, lot 81567601a. 626-00-46f, modular dual mobility insert lot 81083101. 6570-0-228, delta v-40 ceramic head 28/+4, lot 76576102. 6721-0635, size 6 accolade ii 127 deg, lot 81760902 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had right index tha in (B)(6) 2021. Patient presents with pain and possible pji. Undergoes revision on (B)(6) 2021. All components exchanged.